Event description:
The customer reported that the 840 ventilator had a blank screen. Covidien tech support engineer (tse) troubleshoot this issue with the customer over the phone. The customer was advised to check the bd-gui cable and run vent on test lung. Covidien was not authorized to service the device.